Manufacturer narrative:
(B)(4). Upon review of the information provided, it has been determined that this submission is a duplicate and has been reported on 3005075853-2019-20334.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ats45 was successfully activated on the appendix, but failed to open/disengage. Staff noted it appeared to be jammed. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.